Event description:
The lay user/patient contacted lifescan on november 1, 2006 and alleged that her one touch ultrasmart meter was reading inaccurately high. The medical affairs specifalist was unable to reach the patient after several attempts via phone. A letter was also sent to the address provided. The patient has gestational diabetes and received a result of 160 mg/dl on the reported meter. She stated that she took insulin based on the reported meter's result (insulin dosage/type not provided). She reported that she did not feel low, but that her husband told her that she was acting like she had low blood glucose. The patient tested on her husband's meter (unk brand) with a reuslt in the "32 range." No further information is provided regarding events followoing the low result on the husband's meter. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurment (mg/dl). However, it was discovered that the patient was using expired test strips (use error). The patient's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. The patient located new test strips during the call and performed a blood glucose test with a result of 105 mg/dl. Although there is insufficient information regarding the symptoms experienced, the amount/type of insulin taken, the patient's insulin regimen, and readings prior to the result provided, this complaint is reported, because the patient stated that she took insulin based on the meter's reuslt and later obtained a low blood glucose result on her husband's meter. A replacement meter, control solution, and test strips were sent to the lay user/patient.